Manufacturer narrative:
This report is for an unknown screws: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: zhang h-q, et al. (2020), combination of biomechanical evaluation and accurate placement of dental implants: a new concept of virtual surgery in maxillary and mandibular functional reconstruction, british journal of oral and maxillofacial surgery, volume 58, pages 62-68, (china). This study was designed to evaluate the combination of biomechanics and accurate placement of implants for virtual surgery in the reconstruction of the jaw using fibular grafts. From january 2015 to february 2018, 31 patients who had reconstructions of the maxilla or mandible with vascularized fibular grafts followed by immediate placement of dental implants were included in the study. There were 21 males and 10 females with a mean age of 47 years (range, 17-63 years). Pre-operative virtual planning was done using a digital 3-dimensional model of the maxilla, mandible, and fibula were created using fine-cut axial computed tomography. Virtual resection of the lesion was done using unknown synthes proplan cmf 2.0. Fixation of the maxilla or mandible was done using an unknown synthes patient-specific titanium plates and screws. The patients then had dental implants using a competitor¿s device. A total of 94 implants were installed, and implant-supported prostheses were installed 6 months post-operatively. All the implants were installed with dentures and worked successfully during the follow-up period. Follow-up duration was 14 months (range, 6-20 months). Complications were reported as follows: 2 patients had necrosis of skin paddle. 5 patients had wound infection. 3 patients developed pneumonia postoperatively. This report is for the unknown synthes patient-specific titanium plate and screws. A copy of the literature article is being submitted with this medwatch. This report involves one (1) screws: cmf. This is report 2 of 2 for (B)(4).